Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital experiencing dizzy symptoms. A 24 hour holter monitor was placed on the patient. The right ventricular lead exhibited oversensing noise; lead damage was suspected. The lead was replaced. The patient&#38112;condition post procedure was stable.